Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The device records 55 log entries between january 2006 and the 2nd april 2009. The technical log suggests the device may have been attached to a patient on two occasions during this time, due to an in range patient impedance being measured, a shock was delivered on the first occasion, whilst on the second occasion no shock was advised. The device fails multiple self-tests due to a low battery between the (B)(6) 2011 and the (B)(6) 2012. The device records 9 manual power ups between (B)(6) 2012 and the last log entry on the (B)(6) 2013. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.